Event description:
It was observed during the device inspection that the air/water cylinder, air/water tube, and light guide lens of the gastrointestinal videoscope all had foreign objects. It was also found that the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. No deviations from the instruction manual could be confirmed for the reprocessing of the foreign material residue point. It is possible that reprocessing has not been correctly implemented due to a leak from the scope cover packing, resulting in no removal of the foreign material. Additionally, it is possible that high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) chapter 3 preparation and inspection of the gif/cf/pcf-290 series operation manual describes how to detect them and gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.